Event description:
Customer reported she has been experiencing low blood glucose since lunch. Customer's blood glucose was 79 mg/dl. The drive support cap appeared to be normal. Customer was not admitted. Customer most recent change was (B)(6) 2014. Customer was disconnected during rewind and prime sequence. No issues noted in customer techniques. Reservoir is showing the same amount of insulin the device was displaying. Device was not exposed to an MRI. Customer was advised to monitor the device and call back if issues persisted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.